Manufacturer narrative:
Submit date: 7/15/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports when attempting to engage safety device after using needle, needle bent and sharp tip was left exposed. The customer states she was attempting to engage the safety shield/device over the needle after using it. It was engaged with finger. The needle bent at the point of attachment to the syringe and punctured the end of the safety shield, leaving the sharp tip exposed. The shield moved freely upon activating it and did not break. Neither the needle nor the shield were bent prior to use. There was not an audible click after activation. The needle did poke through the safety shield.

Manufacturer narrative:
Submit date: 11/04/2016. The device history record (DHR) for the lot indicates that there were no issues detected in the samples inspected from this lot. A review of maintenance records, both corrective and preventive, and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product. No issues were found while reviewing the process monitoring data. A review of the machine setup was conducted and there were no issues. The machine was observed in its current state and is confirmed to be operating within the validated parameters. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. The most likely root cause is the technique used to activate the shield and not ensuring the shield is locked per the instructions for use (IFU). Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are physically evaluated for proper safety shield activation and engagement. The lot met all defined acceptance requirements and was released. Based on the investigation findings and the information available, a corrective and preventive action is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. Sample was not returned because it was disposed of by the customer.